Event description:
It was reported that an alert was generated due to atrial arrhythmia burden (abb) of at least greater than 0 hours in a 24-hour period. Review of the electrograms identified the atrial fibrillation (af) appeared to be due to oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.